Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited decreased r-waves and increased thresholds. It was determined a microdislodgement had occurred during the post-operational time period. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.